Event description:
It was reported that the patient is deceased and died approximately five weeks after implantable pulse generator and lead replacement. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.